Event description:
A patient underwent a therapeutic egd procedure for gastric hemostasis. The resolution clip device did grasp the tissue of the gastic mucosa. The clip failed to release from the catheter to complete deployment. The clincian pulled the clip off of the mucosa. One previous and one subsequent clip was attempted with the same result (please note associated medwatch reports: 600048-2006-00108 and 600048-2006-00110; attached). There was no reported injury or ill effect sustained to the tissue as a result of the clip being removed. The procedure was successfully completed using a competitor's device. There were no reported complications or ill effect sustained by the patient as a result of the deployment issue. The patient condition is noted to be fine.